Event description:
During preparation for a saphenous vein harvesting procedure, the conical dissection tip detached after being taken out of the package. A replacement device was used to complete the case. No pt complication was reported.